Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. Outcomes reported as pain, erosion, extrusion, infection, urinary problems, recurrence, and vaginal scarring.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2002 due to second degree prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient experienced erosion and underwent mesh removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent tvh, posterior colporrhaphy, cystoscopy.

Event description:
It was reported that the patient concurrently underwent tvh, posterior colporrhaphy, cystoscopy.